Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse identified that the nurse jack was broken and not attached to the main board. The fse replaced the main board to address the reported problem. Fse performed the required performance verification tests and electrical safety test; unit passed all tests.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nurse call jack on back of unit does not work. The unit does alarm but does not set off the remote nurse call alarm. There was patient involvement; however, there was no harm to the patient or the user.

Manufacturer narrative:
Failure investigation (fi) lab received the main pcb for evaluation. Visual inspection of the returned main pcb revealed evidence of a broken solder pin connections on the cn2 pins 1 and 3. Fi technician installed the main pcb into the fi test ventilator and performed a remote alarm test. The remote alarm failed to alarm remotely during an alarmed for condition. Fi technician re-soldered the broken pins 1 and 3; re-tested and passed the alarm test. Broken solder connections at cn2 pins 1 and 3 caused the remote alarm port not to function properly. Root cause for the reported issue is due broken connections at cn2 pins 1 and 3.